Event description:
3/13/96 pt called to state her 7" extension set cracked where it is connected to a patient unable to flush due to fluid and blood escaping from cracked site. 3/27/96 7" extention set cracked when a 10cc luer-lock syringe was attached to flush after a blood draw. Blood was splattered on the nurse. The syringe MFR was notified in 1995 that extension sets from MFR were cracking when attached to extension sets. The syringe MFR investigated and found them to be compatible in size.